Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and diabetes keto acidosis. The blood glucose level of customer was 401 mg/dl. Current blood glucose level of customer was 386 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that customer had not experienced any symptom related to high blood glucose event. Customer did not allege that insulin pump was under delivering. Customer was treated with insulin shots for high blood glucose level. Customer stated that insulin pump was working good. The infusion set had bent cannula. The insulin pump will not be returned for analysis.